Manufacturer narrative:
Corrected data: hospitalization removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (390-400 mg/dl) with elevated ketones. The customer went to the emergency room (ER) on (B)(6) 2016 for the high ketone level; however, the customer was not in diabetic ketoacidosis. The customer disconnected from the pump and was treated with insulin pens and hydrated. The customer left the ER on (B)(6) 2016 and the bg level was 180-200 mg/dl. The customer was feeling better. The customer resumed use of the pump on (B)(6) 2016, but disconnected later in the day as the customer thought that the pump was not delivering the insulin adequately. Insulin injections were used to manage the ongoing high bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected.